Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3 unknown, h3: device has not been returned to manufacturer.

Event description:
It was reported that the pump exhibited a damaged downstream occlusion seal. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other, other text: d4: UDI updated - (B)(4). H6: evaluation codes updated device evaluation: one device was received. A visual inspection found that the device had a bent front panel above the pressure gauge, the side label was damaged and patient connector was slightly loose. During the functional testing, it was found that the measurement was out of spec at min setting of 0.5 l/min. The cause of the issue was found to be that the CPAP control was out of calibration and the scheduled pm was due. The CPAP control will be recalibrated. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Manufacturer narrative:
D9 - date returned to mfg: 12/20/2023. One device was returned for evaluation. Visual inspection revealed a scratched lcd lens, bubbled downstream occlusion (dso) seal, and damaged upstream occlusion (uso) seal. Event history log review was not applicable. Functional testing was not performed as the damaged dso seal was confirmed upon visual inspection. The root cause was the dso sensor seal damage. The dso sensor seal was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.